Manufacturer narrative:
Currently, it is unknow whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose. It was stated that the customer accidentally over infused the insulin when bolusing. Troubleshooting was performed. The settings on the insulin pump were correct. No additional information was provided at the time of call.